Manufacturer narrative:
Evaluation - inherent risk of procedure (occlusion). (B)(4).

Event description:
During index procedure one endeavor sprint drug eluting stent was implanted in the lad. An angiographic complication of lateral branch occlusion occurred during the index procedure.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure. (B)(4).